Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4) product type: programmer, patient.

Event description:
A patient reported that they were experiencing sudden pain in their vaginal area. The pain started on the day of the report. The patient went to adjust stimulation but the patient programmer would not turn on. It was noted that the stimulation was working but it felt like it "may be catching a nerve" and cause them pain. It was recommended that the patient follow up with their healthcare provider (hcp). Follow up from the manufacturing representative (rep) reported on (B)(6) 2016 they tried new batteries in the patient programmer and it powered up right away and they were able to communicate with the implantable neurostimulator (ins). The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.